Event description:
It was reported that the patient's pump was removed as a result of a spinal fluid leak. It was stated that the appearance of the fluid was "like a rope going around her back to the front". It was indicated that the health care provider (hcp) had removed 100cc of spinal fluid. The hcp decided to remove the pump a few weeks following the discovery of the leak and the patient losing spinal fluid. It was indicated that the event was not due to the pump malfunctioning. The outcome of the patient was not provided. According to the manufacturer device registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), type catheter. (B)(4).

Event description:
Additional information received reported the patient¿s catheter was ¿fixed¿ when her pump was replaced for spinal leaks.

Manufacturer narrative:
(B)(4).